Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device information.

Event description:
It was reported that high impedance issue was observed. Patient had few falls in the past year. Patient is receiving effective therapy. The lead was explanted, and a new lead was implanted. There were no complications during the procedure. Patient was stable.